Event description:
Information received by medtronic indicated that the customer reported a crack, no delivery alarm, and unresponsive buttons on the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue to use the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.